Event description:
It was reported that the patient experienced a fall. It was revealed that the leads had high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.